Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient fell on their ipg site and received the replace generator message. The patient was unable to connect to the ipg. Surgical intervention took place wherein the ipg was replaced to address the issue.